Event description:
Caller reported that t:slim x2 pump battery would not charge, and attempts to use different cables and adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and advised the caller on steps for using the new pump and returning the faulty one.